Event description:
It was reported that thrombosis and a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device was implanted on (B)(6) 2024. The patient had their 45-day follow-up on (B)(6) 2024, and transesophageal echocardiography (tee) revealed a small thrombus on the helix, high (original) placement of device, and crescent moon shaped leak of 2.5mm maximum. The patient was switched from eliquis to coumadin as a result of the 45-day follow-up. The international normalized ratio (inr) was therapeutic with the last two at 2.6. And 4.6. The patient later returned to the emergency room with a stroke. The patient is currently in rehabilitation.